Event description:
It was reported that the dealer advised recall joystick from order (B)(4) will not turn on, with voltage going from 30 to 34.5. No patient injury reported with this event. Dealer could not provide any additional information.